Event description:
The customer reported via phone call that the insulin pump's up button was unresponsive and numbers were scrolling on the screen. The customer reported that the device may have recently been exposed to sweat. Blood glucose level at the time of the incident was 84 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.